Event description:
It was reported that the patient experienced urethral erosion with their artificial urinary sphincter at the distal cuff site. The erosion was diagnosed via cystoscopy. The cuff was explanted and the tubing was plugged. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced urethral erosion with their artificial urinary sphincter at the distal cuff site. The erosion was diagnosed via cystoscopy. The cuff was explanted and the tubing was plugged. Additional information reported revealed that the erosion occurred two weeks prior to removal. The patient was doing well. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.